Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with intraperitoneal cefazoline 2g daily and intraperitoneal gentamycine 80 mg daily for peritonitis. Twelve days after the event onset, the cefazoline and gentamycine were discontinued and the patient was discharged from the hospital. Also that same day, the patient had recovered from the event of peritonitis. Dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.